Event description:
Patient reported and healthcare professional confirmed right side deflation. Device has been explanted and replaced..

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, wear abrasion, yellow particles in device inner surface, one curved opening and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening and one striated opening.based on the device analysis the final assessment is:-one opening crack assessed as cracked valve seat diaphragm valve.-one opening striated in the side anterior assessed as surgical damage

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.